Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing bench handling, power cycling and full functionality testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed no critical errors that would confirm the device failed in rescue mode. The log evidence/communication supports that this report was unsubstantiated. No trend is associated with reports of this type.